Event description:
Pt status post pangea construct implanted on (B)(6) 2010 level l2 - s1 returned to different surgeon and was diagnosed with adjacent level disease on an unk date. Pt was returned to operating room on (B)(6) 2012 and surgeon removed ten (10) locking caps from l2 to s1 and two (2) rods. All other hardware was left in the pt (screws). Surgeon performed a tlif l1 - l2 to address the adjacent level disease. Surgeon placed new rods and locking caps from t11 to s1 and the previously implanted screws were utilized. This is 9 of 12 reports for this event.

Manufacturer narrative:
A device history records review has been requested. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint sys.